Event description:
New information noted that the pacemaker was explanted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.

Event description:
It was reported that the battery of the patient's pacemaker (pm) had prematurely depleted. The patient was asymptomatic. It was noted that intervention was performed, however, the type of intervention was not stated. There were no reported patient consequences.